Event description:
It was reported that the disposable irrigator with disposable tip was contaminated upon opening. There was an orange flake inside the sealed box.

Manufacturer narrative:
Alleged failure: disposable irrigator w/ disposable tip was contaminated upon opening. There was an orange flake inside the sealed box. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be the was dirty or the packages hand had contaminants during packaging. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the disposable irrigator with disposable tip was contaminated upon opening. There was an orange flake inside the sealed box.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.